Event description:
Two nursing assistants transferred resident using lift from commode to bed after shower. One assistant was holding legs, the other was at the top holding upper part of body and turning lift. The lift flipped to the side. Aide tried to put lift right back up to but because of the size of the resident was unable to do so. The two aides lowered, the resident to the ground. Resident had a broken femur, but after the accident needed to have surgery for displacement of fractured femur.